Event description:
During the open heart procedure using the heart lung machine, the pt was cannulated with the failing venous cannulae cannula. Ten minutes into the procedure there were problems with the venous return and there were problems keeping up the pt blood flow. When trying to solve the problem they found the cannula collapsed and they had to hold the cannula in perfect position for the rest of the operation to be able to keep up the flow. The operation was completed and the pt decannulated. Add'l description: in a part of the cannula there was wire outside instead of inside the cannula. After 10 minutes on heart lung machine there were problems with the blood return in the cannula and they found the cannula had collapsed in that part the wire was outside.

Manufacturer narrative:
Device not returned.